Event description:
The customer reported that the device shut down with no alarm and display while in pt use. The event allegedly occurred when the device was moved and the main power switch was inadvertently pressed resulting in the device powering down as designed to when the switch is set to the "off" position. There is no audible alarm when the device is powered down using the main power switch. It was reported by the customer that the pt's condition was critically ill prior to the device being powered off. The facility was alerted to the incident when the pts' physiologic condition resulted in the activation of a low heart rate alarm which was audibly annunciated at the nurse's station. CPR was initiated and pt was placed on mechanical ventilation. The family decided to withdraw ventilatory support and the pt passed away. The facility performed tests on device and the device functioned to spec. The device was also evaluated by the MFR service rep, and found to be functioning to spec. The device was returned to the MFR for further engineering investigation and found the device to operate to spec. The facility concluded that the pt's outcome was not a result of the event. The device is intended to augment spontaneous ventilation and function as a ventilatory assist device and is not designed or labeled for use as a life support device.

Manufacturer narrative:
The device settings were ipap12 cmh2o, epap7 cmh2o. The fio2 and back-up rate settings were not recorded or available from the customer.